Event description:
It was reported that a drill bit broke intra-operatively. The procedure was delayed by more than 14min, but less than 30min. This is report 1 of 1 for complaint # (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and a lot number was not provided.